Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 1. The cg indicated the leak came from her transfer set. The baxter technical service representative (tsr) assisted the cg to end therapy and remove the cassette. The tsr advised the cg to contact the peritoneal dialysis registered nurse (pdrn) as soon as possible. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012, and she said she was able to resume therapy after starting over with new supplies. She contacted her nurse and was given an antibiotic for preventive measures. She said she had touched her transfer set and did not realize it was not connected to the patient line. She was not sure how she had become disconnected, but said that it had nothing to do with the supplies being faulty. Since then she has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A follow-up MDR will be submitted if additional information is obtained.